Event description:
It was reported that the right ventricular (rv) lead had high impedance and showed oversensing with device pocket manipulation. A fracture was suspected. A replacement of the pace/sense portion of the lead was planned with the high voltage portion of the lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2009; 4574 implantable pacing lead (B)(6) 2006.

Event description:
It was further reported that during the lead revision procedure, the patient¿s vein was occluded preventing the implantation of a new pace/sense lead. Therefore, the parameters on the lead were reprogrammed. Additionally, the lead had high thresholds. The lead remains in use.